Event description:
Endo gia ultra universal stapler was being used to staple a stomach. The endo gia ultra universal stapler made a loud noise while it was being fired and got stuck to the stomach. The surgeon was able to extract the endo gia ultra universal stapler. Some of the staples did not deploy and the surgeon was unable to remove the reload from the endo gia ultra universal stapler. Another endo gia ultra universal stapler was used to complete the procedure. No untoward patient effects.